Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited high out-of-range pacing impedance of greater than 2,000 ohms. The pacemaker system was removed from service and a leadless pacemaker was implanted. The rv lead was surgically abandoned. The pacemaker was explanted and returned to boston scientific for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited high out-of-range pacing impedance of greater than 2,000 ohms. The pacemaker system was removed from service and a leadless pacemaker was implanted. The rv lead was surgically abandoned. The pacemaker was explanted. No additional adverse patient effects were reported.